Event description:
It was reported that the procedure was cancelled. An opticross hd was selected for ultrasound examination of the target lesion. During imaging, it was noted that the image appeared blackish and had vibrating dots. Because of this, the procedure was not able to be completed. There were no patient complications.

Event description:
It was reported that the procedure was cancelled. An opticross hd was selected for ultrasound examination of the target lesion. During imaging, it was noted that the image appeared blackish and had vibrating dots. Because of this, the procedure was not able to be completed. There were no patient complications.

Manufacturer narrative:
The returned product consisted of the opticross hd catheter. A visual and microscopic inspection was performed and found no damages or defects. An impedance test was performed and it was found that the device failed. Improper handling, device manipulation or not following the correct instructions during the procedure, alongside the anatomical conditions of the patient, could be contributing factors to the reported issue. This investigation has been assigned a conclusion code of cause traced to device design.